Event description:
Customer could not get out of bed in the morning. Customer had a seizure before eating or taking any medication. Paramedics were called and the customers blood glucose was 42mg/ml. The customer was taken to the hospital and give glucose. The customer believes the device has been providing high results. No controls in use. A request was made for the return of the suspect device and replacement product was sent.